Manufacturer narrative:
One used sample in an open package was returned for evaluation. A visual/microscopic inspection revealed the needle cover was not covering the needle and loose in the package. The needle cover was position back over the needle; the needle was then shaken to see if the cover could be removed. The needle cover stayed on the unit until removed by hand. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6302574. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that as a nurse removed a 20 g x 1.00 in. (1.1 mm x 25 mm) bd nexiva¿ closed IV catheter system from its package, the needle cover was off of the device and she suffered a needle stick injury. There was no report of medical intervention.